Event description:
Signs/symptoms/disease being reported - pain, seriousness resulting in inpatient hospitalization.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.